Event description:
Initial result for a pt creatinine was 1.5 mg/dl. When repeated, the result was 2.6 mg/dl. The incorrect result was not used to guide therapy. The field service representative found liquid left in the reaction cells and repaired the instrument by replacing the vacuum tubing.